Event description:
The customer reported discrepant troponin I (access® accutni+3) results, for two patients, involving the access® 2 immunoassay system. The patients' samples were reanalyzed on the same instrument. The customer released the lower of the two results to the clinician, for both patients. There was no report of patient injury or change in patient treatment associated with this event. Per protocol, the laboratory retests initially elevated troponin I (access® accutni+3) patient samples with results greater than (>) 0.05 ng/ml, unless previously analyzed samples or patient history supports the elevated results. The patients' samples were collected in lithium heparin plasma tubes and centrifuged at 5,000 rpm (rotations per minute) for six minutes, at ambient temperature. For the reanalysis, samples are wrapped in parafilm and re-centrifuged at the same speed and time as the initial centrifugation. The customer indicated quality control (qc) recovered within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) verified ultrasonic performance and noted the baseline procedure failed; the voltage was suppressed. The fse verified the vacuum, mixer speed, and alignments; no issues were noted. The fse performed preventative maintenance (pm) and noted level sense errors on the unwashed portion of system check. The fse completed pm and installed a new transducer. A level sense test, routine system check, and high sensitivity system check were performed and passed within instrument specifications. During quality control and recalibration of the assays, the fse noted the prostate-specific antigen (psa) calibration failed and parathyroid hormone (pth) qc failed, out of range. The fse observed air was aspirated in to the dispense probes during priming of the system. The fse rebuilt the wash pump and precision pump but did not correct the issue. The fse replaced the wash valve rotor and resolved the issue. Air was no longer present in the dispense probe lines. All calibrations, quality control, and precision testing passed within assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the transducer and wash pump rotor, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.